Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This system was replaced due to noise of the rv lead causing inappropriate shocks and intermittent undersensing and loss of capture on the ra lead. The rv lead was capped and the ra lead and ICD were explanted.

Manufacturer narrative:
(B)(6) 2019 - we were informed that fracture was also observed on this lead. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2019 - we were informed that fracture was also observed on this lead. Upon receipt, the lead under complaint was found cut approx. 30cm proximal to the lead tip. All fragments were received for analysis. Only the distal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed multiple signs of abrasion along the available segment of the lead. In particular between 14cm and 10.5cm as well as between 12.5cm and 9.5cm proximal to the lead tip the insulation was found abraded through. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Furthermore the shock coil was deformed which most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.